Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have a damaged pusher block assembly. This had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged pusher block assembly. To correct the condition, the damaged pusher block assembly was replaced. If any additional information is received, a follow-up MDR will be sent.